Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room for diaphragmatic stimulation. The left ventricular lead was programmed off. Approximately two weeks later, the lead was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(4) study.